Event description:
It was initially reported that the patient was scheduled to undergo a pump replacement due to eri (elective replacement indicator), battery depletion. During surgery when the entire catheter was found to be wrapped around the pump and no longer in the intrathecal space. An entirely new 8709sc and 8637-40 were implanted. Drug delivered via the device was morphine 35mg/ml,11.242mg/day. Patient had reported of no symptoms and per the physician was receiving a "good therapeutic effect." No troubleshooting had been done. It was added that there was no mesh pouch on the device and the anchor points of the pump were not utilized in suturing it to the underlying fascia. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Analysis of the returned catheter showed a deformed body (other than kink or abrasion); however per analysis that did not affect infusion.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.